Manufacturer narrative:
The evaluation of returned asset found the video connector component had a loose locking latch causing the image to unstable flickering / intermittent no image. The unit was running an out dated software version (recommend upgrading to latest software version). The external housing has scratches on the top cover and a faded front panel, the other functions tested appropriately. The device was repaired to standard specifications and returned to asset stock. A review of the repair history shows no previous repair records. The investigation is ongoing. Therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection of a returned asset, the evis exera iii video system was found to have an intermittently / no image issue. There was no report of any problems associated with the device and there was no patient injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As a result of the physical inspection and functional testing of the device olympus has concluded that the damage to the latch mechanism most likely from wear due to repeated use over a long period of time. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: important information ¿ please read before use. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.